Event description:
To ed via ems with chest pain x 2 hours. Has pacemaker aicd changed in 2007. Initial aicd placed. Unusual cardiac rhythm reported (sinus tachycardia vs ventricular tachycardia, questioned some paced rhythm. Ems reported defib. Fired 17 times en route to ed. Patient alert and talking up arrival. Condition rapidly deteriorated. After prolonged acls resuscitation measures, patient developed pea without cardiac musculature activity and expired.